Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address or serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, missing reservoir tube o-ring, cracked reservoir tube window and cracked battery tube threads. Unable to perform the displacement test due to completely broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o- ring was out completely in the reservoir compartment and due to this reservoir was no longer lock in place. The customer¿s blood glucose level was 250 mg/dl and customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.